Event description:
The patient was implanted with an encore system and approximately 2 1/2 months later developed a self-limiting stitch abscess. The patient received 2 doses of steroids and antibiotics. The device was later explanted, the wound healed and the patient is doing well.